Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely on a merlin@home transmission. On the transmission, it was seen that the device had a non-sustained right ventricular oversensing alert due to post-paced t-wave oversensing. The low frequency attenuation filter was programmed on during the recorded event. The recommended programming changes were made to the device. The patient was in stable condition.